Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was seen for a routine follow up. Upon review of a ventricular stored event it was found that undersensing of the r wave led to pacing being delivered which immediately put the patient into ventricular tachycardia (vt). It was also noted that the patient has a history of ventricular episodes. Additionally, the patient reportedly received approximately 28 inappropriate shocks however, therapy was not exhausted. Technical services was consulted for programming and troubleshooting options. This device remains in service.